Event description:
The customer reported that the fiber was not recognized by the laser and failed to initialize, therefore a second fiber was used to perform the prostate procedure. It was reported that there was no pt injury.

Manufacturer narrative:
The fiber not recognized issue reported by the customer was not confirmed and is not considered to be reportable. The device was subsequently returned to the manufacturer and analyzed. Joules were verified on the fiber card as 96,980 joules. Failure analysis disclosed that the glass cap had a circumferential fracture and that the metal cap had devitrification at the output window. This cap condition may cause forward firing of the side-firing fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and or anatomical/procedural factors encountered during the procedure, accelerating cap wear and limiting the performance of the fiber. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage.